Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Event date: the exact date is unknown however the procedure was a ¿a couple of weeks¿ prior to (B)(6), 2015. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during stone retrieval, the handle cannula broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".